Manufacturer narrative:
Section d4: additional product information was requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 5 days (on (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Two no external power alarms were observed while the mpu was in use, occurring on (B)(6) 2020 at 22:47 and on (B)(6) 2020 at 15:13. These alarms appeared to have been caused by losses of ac power, as the rsoc steadily decreased. The alarms resolved when power was restored to the system. Several other strings of low voltage hazard alarms caused by the same loss of ac power condition were observed throughout the log file while the mpu was in use; however, these alarms resolved before a no external power alarm became active. No other notable events regarding the mpu were observed. The mpu (serial number: unknown) was not returned for analysis. Per the reported event, the patient was using an extension cord with the mpu during this timeframe. Although the root cause of the observed losses of ac power was unable to be conclusively determined, use of an extension cord with the mpu may have contributed to the cause of the reported event. The heartmate 3 patient handbook (rev. C, section 3 ¿powering the system¿) instructs users to not use extension cords with the mobile power unit. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Details of this event were previously reported under MFR # 2916596-2020-04277.

Event description:
It was reported that the patient was admitted for a syncopal episode. The patient's device history showed no external power and low voltage alarms. The patient stated they had been using their mobile power unit (mpu) with an extension cord despite being taught not to. The event log captured no external power and low voltage events on (B)(6) 2020 at 22:36 and 22:47, and again on (B)(6) 2020 at 15:13 and 15:14 all while the device was powered by the mpu. It appeared there was a total loss of power to the mpu enabling the system controller backup battery until power was restored to the mpu. The patient's mpu was noted to have a v-lock a/c power cord, and the site indicated the patient would be re-educated on the proper use of the mpu.